Event description:
It was reported that the right ventricular (rv) lead had intermittent t-wave oversensing (twos). The sensitivity was reprogrammed for the rv lead and no further twos was seen. The left ventricular (lv) lead threshold had increased recently so the lv pacing polarity was reprogrammed. Also, the device did not run capture management for the atrial or rv leads. The device, rv lead and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk, implantable cardioverter defibrillator, (B)(6) 2010; 419488, implantable pacing lead, (B)(6) 2005. (B)(4).